Event description:
It was reported that a cdh33 was used during a low anterior resection. It was reported by the affiliate that the staples malformed, so the case was converted to a permanent colostomy.